Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Noise seen on this lead on home monitoring causing inappropriate detection and shocks. Pacing threshold has increased in the last few months. Sensing has trended down. Rep reported, will consult with physician to decide next steps. Should additional information become available, it will be added to this file.